Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - UK review of the most recent repair record identified the following related repair: the unit was out of calibration, the position of the control bar was incorrect, and the motor was corroded and the motor speed was unstable. The motor and shaft and sleeve bearings were replaced and the unit was calibrated to resolve the reported issue. The switch and plug harness were only updated that they might have lead-free soldering; however, no malfunction was noted. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the unit is faulty. The event timing was during pre-operation check. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available. Upon investigation, the motor speed was unstable.